Event description:
It was reported that during a pph procedure, the surgeon followed exact instructions. When the surgeon went to fire the instrument she released the safety and fired approximately half way and claimed there was more resistance than usual. She did not want to fire it all the way. She opened the stapler and removed it from the rectum. The staples fired and appeared to form, but the knife did not cut the tissue. She excised tissue and all was fine. No patient consequence reported.